Manufacturer narrative:
The insulin pump was received with black shadow on the display due to warped/uneven pcb on the lcd board. Device had cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that when one of the function buttons is pressed, the screen comes up with a dark box and it does not go away. The customer also stated she noticed the letters and numbers are not very clear anymore. The insulin pump has not been dropped or bumped. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.